Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose level. Customer¿s blood glucose level was 52 mg/dl. Customer treated their low blood glucose via food intake. Customer advised they followed up with their healthcare provider for their insulin pump settings. Customer declined to troubleshoot for low blood glucose levels because their doctor changed their settings.